Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that two lesions the left anterior descending (lad) were being treated. Initially, a 3.0 x 15 mm promus otw was implanted in the distal segment with no issues. In the proximal segment, which was 80% stenosed, a 3.0 x 12 mm promus otw was placed. They dilated to 18 atm for 20 seconds, which resulted in a small dissection at the very end of the proximal stent. A 3.0 x 18 mm promus otw, inflated to 18 atm for 20 seconds, successfully covered the dissection. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as distributor distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - it should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)," it should be noted that the IFU also states: do not exceed rated burst pressure (rbp) as indicated on product label. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. It is possible that the reported dissection is the result of the sds being inflated above rbp, which required implant of another promus stent for treatment.